Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said their left butt cheek hurt when they felt stimulation. They also said there was bleeding on the right side because they didn't have a bandage; there was only tape. The next day, patient said they use to have flow during urination, but now they dribble. As a result of what was reported, they were advised to speak with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.